Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message and flickering image was due to corrosion on the cable unit and scope connector. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device displayed a b30 scope communication error message, had a flickering image and had red/brown gel inside the instrument channel. There was no patient involvement.